Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the ER after receiving appropriate therapy. The device exhibited intermittent ventricular undersensing during a vf episode due to a decrease in r-wave amplitude. The device also exhibited t-wave oversensing as the patients rate increased during the onset of vf. Programming changes were not made since the device was otherwise functioning normally. No patient symptoms were reported.